Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed multiple episodes of ventricular noise reversions. Ventricular lead noise was also observed on the stored electrograms. The noise could be replicated in clinic with isometrics. The physician elected to monitor the patient. The patient was in stable condition.